Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm; (B)(6), 02-010-01-0230 - logic femoral ps cem left sz 3; (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6), 200-02-35 - three peg patella 35mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee replacement was experiencing numbness. Patient also stated that it been popping out on its own, leading to issues with ligaments. Patient is not currently revised.